Event description:
Additional information received reported the patient was to have seen their healthcare provider within the week previous to this report. No updates were given besides the "possibility" of a lead revision. No procedure had been scheduled as of the date of this report.

Event description:
Additional information received reported the lead was revised on (B)(6) 2013 with good coverage achieved. It was unknown if the patient required hospitalization. The patient recovered without sequela.

Event description:
It was reported that the patient experienced anterior stimulation in the torso following a fall which occurred the month prior to the report. The detail of the fall was as follows: the patient was hanging decorations on a step ladder and fell backwards. It was indicated that the patient did not have any 'specific injuries' from the fall such as broken bones, but was reported to have been sore. At that time, the patient was seen in the emergency room and was feeling stimulation in the front belly, the front of her legs and in between her legs, whereas the target area was the back of her left leg. The device was turned off until the patient recovered from her fall. On the day of the report, two reprogramming attempts were made but the patient was still getting only abdominal stimulation, stimulation in her inner thighs, front of her legs and briefly in her buttock. 'Many things' had been tried for reprogramming including working all around the lead and lowering pulse width from 1000's to 600's and below. The reporter stated that the patient didn't tend to feel any stimulation when pulse width got lower. The patient however used to get good stimulation benefit in the middle of the lead and from one electrode on the left side of the lead. Impedances were within normal limits. It was indicated that x-rays didn't show any positional shift, and the lead had not moved. Additional information received two days later indicated that the cause of the issue had not been determined. The patient was not receiving effective therapy but there was no plan to explant anything. The reporter stated that another programming session had been scheduled in the future.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).